Manufacturer narrative:
Hologic received additional information regarding the event : the patient received local intracevical and paracervical blockage for anesthesia. Previously to the surgery the patient was given metronidazole. The procedure went without issues. The bmi for the patient was reported at 43. No complications were reported post-operatory.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. (B)(4).

Event description:
It was reported through a mhra report, that a patient suffered adenomyosis and endometriosis after receiving a novasure procedure in 2017. No more information is available.